Event description:
The following has been reported: biomed reported: "a pump here to be sent out for repair. No patient harm was involved. Alerting "service needed". A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (air compressor). Upon return, the device started up with state 1 alarm. Unable to perform mock infusion due to error. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly and performed recharge/hardware tests, unit passed. Fva pins were found to be sticky. Removed fva assembly and cleaned fva pins and channels. The air compressor and fva lip seals will be removed and replaced during repair process before being sent to the test line for full functional testing.